Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist "freestyle libre 14 day sensor - patient experienced significant pain when inserting the sensor. He tried it again a couple days later with another sensor, and it was fine". No symptoms or third party medical intervention was reported. No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.